Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead could not be successfully implanted. Multiple attempts were made but were unsuccessful. The ra lead was removed and was then replaced with a new lead. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event was lead could not be implanted. A complete lead in one piece was received. The measured full helix extension length was within specification as received. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage.